Event description:
An operator was removing a heated tube from a heat block during a process step on the versant 440 molecular system using the (B)(4). The tube opened and the operator was splashed in the eye. The material also contained a protease designed to destroy proteins. A physician recommended treatment (B)(6) for 28 days and monitoring for 6 months.

Manufacturer narrative:
The device did not play a known part in this event. The cause could not be determined. Universal precautions are recommended in the instructions for use. For medical device reporting purposes, this event is considered closed.